Manufacturer narrative:
A complete analysis and testing 2 opened and used enlite sensors, found 1 of the 2 sensor broken and parts are missing, unable to confirm if the customer received the sensor damaged due to the customer returned opened and used. The remaining sensor found the sensor cannula was retracted inside of the sensor also, unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via email that the sensor was faulty and had a missing cannula upon its removal. The customer's mother also reported that the insulin pump alarmed lost sensor and calibration error. The customer's mother was asked whether the sensor had been kept for return and was advised that the sensor would be replaced. The customer's mother did not know the blood glucose reading.